Manufacturer narrative:
The event occurred in thailand. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states a neonate patient tested 44 mg/dl on the performa system while a comparison lab returned as 26 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.